Manufacturer narrative:
Constant pump error 38 noted during rewind due to corroded motor home switch. Unit successfully downloaded to thump. Verified pump alarmed pump error 38 on 04/08/2026 13:51:36 in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, and force sensor test due to pump error 38 alarms. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 03/08/2026 18:53:28.000 in pump downloaded history. Found moisture damage to electronic assemblies during visual inspection. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, stained and cracked keypad overlay, keypad overlay texture damage, and faded serial number label. The p-cap/reservoir does lock properly. Confirmed pump error 38 during rewind due to corroded motor home switch. Confirmed moisture damage to the motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-442ag, mmt-342. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-442ag. No product return is required for mmt-342.